Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that there was a configuration issue. There was reportedly no patient involvement. The device was evaluated on site. It was determined that it was a configuration issue which was resolved by resetting the device to factory settings and the configuration set properly and tested. Unit is now in working order, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.